Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary: customer returned (2) 0.3ml bd insulin syringes from lot# 0167709. Consumer stated that the needle hub separated and stayed inside of the shield. Both returned syringes were examined, and it was observed that 1 syringe exhibited a separated needle hub/shield assembly; no damage to the barrel tip was observed. The other returned syringe did not exhibit hub separation; removing the cannula shield from this syringe did not result in hub separation. A review of the device history record was completed for batch # 0167709 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure the needle hub separated and stayed inside of the shield. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that 1 bd syringe 0.3ml 31ga 6mm hub separated from the device. The following information was provided by the initial reporter: material no: 324910; batch no: 0167709. The consumer reported that the needle hub separated and stayed inside of the shield. Date of event: unknown. Samples: available.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 31ga 6mm hub separated from the device. The following information was provided by the initial reporter : material no: 324910 batch no: 0167709 the consumer reported that the needle hub separated and stayed inside of the shield. Date of event: unknown. Samples: available.